Manufacturer narrative:
On 16-feb-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the device was found to be ruptured and received in two parts. Additionally, an anomaly was observed on the edges of the tear, consistent with siltex cracking. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ptosis, deflation, device migration, breast discomfort . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two unspecified 250cc mentor textured saline implants and experienced postoperative bilateral grade iii ptosis and device migration, and right-sided deflation. On (B)(6) 2020, the patient had a consultation with a healthcare professional due to suspected right-sided deflation. During the consultation, the patient stated that her right breast appeared flatter than the left side, her implants moved laterally when she was not wearing bra (more on the right), and she experienced right-sided breast discomfort. The healthcare professional noted that the patient showed grade iii ptosis bilaterally. Mammogram performed in (B)(6) 2020 indicated the right-sided deflation. The diagnosis was confirmed via physical examination. As a result, the patient underwent removal and replacement with two 250cc mentor smooth round moderate profile prostheses (catalog #: 3501635, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. The date of implantation was estimated as (B)(6) 1991 based on available information. This report is for the right-sided prosthesis.